Event description:
It was reported that during a ptca/ stenting treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at eight atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in first diagonal branch of the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a mach1 guide catheter and a bmw guide wire to cross the lesion. First, the lesion was treated with a wire to cross the lesion. First, the lesion was treated with a cypher stent. Then the kissing technique was used with the cypher balloon and the maverick2 monorail balloon when the balloon rupture occurred. The maverick2 monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.